Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
Prior to (B)(6) 2018, the sipper probe of the cobas e 411 immunoassay analyzer (e411) had been adjusted three separate times due to issues the customer reported. During every visit, the probe was found to be bent and not in the center of the starting position, so replacement was necessary. The field service representative replaced the sipper probe. The customer stated that they received erroneous results for one patient sample tested for the elecsys hcg + beta test system (hcgb). No erroneous results were reported outside of the laboratory. The customer stated that the issue repeated several times, but no further details were provided. The sample initially resulted as 23.44 miu/ml accompanied by a data flag. The sample was repeated, resulting as 23.05 miu/ml accompanied by a data flag and 3119 miu/ml accompanied by a data flag. The customer also provided the following data for the complained patient sample: initial run = 23 iu/l, second run = 24 iu/l, 3rd result = 3000 iu/l. It was asked, but it is not known if this data was only an estimate of the 23.44 miu/ml, 23.05 miu/ml, and 3119 miu/ml values or if this was additional data from the patient sample. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 240444. The reagent expiration date was asked for, but not provided. Quality controls were within range. The field service engineer ran performance testing and this was ok. Upon review of the alarm trace, many issues with liquid level detection on both the reagent and sample were seen. The customer was not using rack adapters for 13 mm diameter tubes and added these to racks after the event. There was air conditioning exhaust directly above the analyzer. A second run of performance testing was done.

Manufacturer narrative:
No issues were found with the second run of performance testing.

Manufacturer narrative:
The instrument was confirmed to be working within specifications.